Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Review of the device history record and related documents did not show any related mfg issues. Inspection and testing indicated that the device met with requirements prior to release. The customer's complaint of difficulty passing an 8fr suction catheter was tested, the customer complaint was verified, and 8fr could not be passed.

Event description:
Per the reporter, the pt had the trach tube in use. The pt went into respiratory distress and vent began alarming high pressure. An 8fr suction catheter could not be passed through the product during use. The trach was removed and replaced. No long term incident related medical sequela was reported.